Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the nozzle, but the type of the material could not be identified. Olympus confirmed foreign material remaining in the subject device, but the type of the material was not identified. There was no deformation at the section of the device with the foreign material remained. It was confirmed that user had implemented the reprocessing in line with the instructions for use (IFU). However, a definitive root cause of the reportable issue could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following IFU: the instruction manual operation manual ¿jf type 260v, tjf type 260v, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿jf type 260v, tjf type 260v, chapter 3 cleaning, disinfection and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideocope nozzle exhibited foreign material. There were no reports of patient involvement.